Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). The device was discarded by the facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a dissection and perforation occurred while using csi orbital atherectomy device (oad). There was a target lesion located in the left main (lm) artery and a target lesion located in the right coronary artery (rca) that was 15mm in length. After successfully treating the lm artery, the physician used a jr4 guide catheter to access the lesion located in the rca. The physician advanced a csi viperwire guide wire across the lesion and the oad was loaded onto it. The physician successfully completed a run from the proximal to the middle of the lesion. During the second run, the device made an abnormal noise. Angiography revealed a perforation with a deep dissection extending into the aorta wall. The patient was placed on an intra-aortic balloon pump (iabp) and was sent for surgical repair of the dissection and perforation. The patient was in stable condition after the surgical repair. Requests for additional information have been made, but none has yet been received.